Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 04/28/2009. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis results are pending at this time. A supplemental medwatch will be generated upon completion of the product analysis. Further information from the reporter regarding serial number and implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur to leakage from the band, the port or the connector tubing."

Event description:
Reported as a defective port.